Manufacturer narrative:
Sterile samples were returned for review and testing (RMA (B)(4)). No defects or abnormalities were observed. The device was tested and met the current specification including the usp needle pull requirements for a 3-0 monoderm device. One (1) opened, re-sterilized sample was returned for visual inspection (RMA (B)(4)) along with the foil package labeled as lot d213fbf and the racetrack housing unit. The needle was returned protected in a piece of foam material. The needle appeared used (ex. Blood, tool marks) the needle displayed deep gouge marks, tool marks all along the tip, curve, and on the channel where the suture would be attached. The needle has scratches that generate wear on the needle; fractures in the channel of the needle were observed on only one side. No suture remnants were observed within the channel, which is centered. The suture was not returned for review. A report of a needle detaching during use could be due to the suture material not being placed deep enough within the needle hole during the manufacturing process. It¿s also possible excessive force is utilized during the procedure, exceeding the strength of the attachment, allowing the needle to pull free from the suture or the devices are being grasped on or near the swaged end of the needle, damaging the suture, allowing the needle to break free from the suture during use. The ¿precautions¿ section in the IFU for the device states, ¿care should be taken to avoid damage when handling. Avoid crushing or crimping the suture material with surgical instruments such as needle holders and forceps. To avoid damaging needle points and swage areas, grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the swaged end to the point¿. CAPA 23-000 was opened on (B)(6) 2023 to address similar failures reported (needles detaching/needles pulling free from the suture). A review of the method and machinery was performed. The following corrective actions were implemented: ¿ create procedure to perform set-up of attaching equipment. Completed (B)(6) 2023. ¿ retraining of the attachment staff and clean room set-up operators. Completed (B)(6) 2023. ¿ evaluation of the operation of the attaching machines. Completed (B)(6) 2023. ¿ standardize the cut of the suture and method of attachment. Completed (B)(6) 2023. ¿ identification and replacement of damaged manual pull attachment and test tools. Completed (B)(6) 2023. Without receiving the entire device for review, photos of the entire device for review or receiving details regarding the tools utilized to grasp the device, or details of the procedure performed, a definitive root cause cannot be determined at this time.

Event description:
Needles detached and fell into the patient requiring removal and replacement of the device to complete the surgery (laparoscopic hernia/inguinal hernia). No injury, delay was reported. This event will be reported.

Manufacturer narrative:
The needles were not returned for review to date. Pictures of the detached devices or the surgical site were not provided for review. If the actual decontaminated samples, photos or sterile devices from the same finished good lot become available for review/testing, the results will be included in the file and a follow-up report will be submitted. The review of the device history records was performed. There were no non-conformance reports issued against this lot of raw material needles or the finished good lots. No quality issues were noted throughout the incoming inspection. Manufacturing, in-process or final inspection processes. A report of a needle detaching during use could be due to the suture material not being placed deep enough within the needle hole during the manufacturing process. It¿s also possible excessive force is utilized when removing the device from the packaging or during the procedure, exceeding the strength of the attachment, allowing the needle to pull free from the suture or the devices are being grasped on or near the swaged end of the needle, damaging the suture, allowing the needle to break free from the suture during use. The ¿precautions¿ section in the IFU for the device states, ¿care should be taken to avoid damage when handling. Avoid crushing or crimping the suture material with surgical instruments such as needle holders and forceps. To avoid damaging needle points and swage areas, grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the swaged end to the point¿. Due to similar complaints received, surgical specialties mexico initiated CAPA 23-000 to address this type of failure mode (needle detaching/needle pulling free from the suture). A review of the method and machinery is being performed. The following corrective actions are in process: create procedure to perform set-up of attaching. Retraining of the attachment staff and clean room set-up operators. Standardize the cut of the suture and method of attachment. Evaluation of the operation of the attaching machines. Identification and replacement of damaged manual pull attachment and test tools.